Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness and/or headache, nausea / vomiting, asthma, inflammatory response, kidney disease/toxicity, bladder cancer. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The exact recall number is unknown. Possible recall numbers include z-1972,z-1973, and z-1974.

Manufacturer narrative:
Additional information was received on nov 25, 2023, and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness and/or headache, nausea / vomiting, asthma, inflammatory response, kidney disease/toxicity, bladder cancer. No medical intervention was specified by the patient. A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service centre, the device was visually inspected and found evidence of foam degradation. During the evaluation, secondary findings dust was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was 4 error code found. The third-party service center concludes that there was visible foam degradation and unit got corrected. Section h6 updated in this report.